Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was capped. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.